Event description:
The customer reported that the insulin pump piston no longer moves forward. Troubleshooting was performed, and the insulin pump failed the displacement test. The insulin pump alarmed no delivery instead of no reservoir. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.